Event description:
It was reported that a pump alarmed for a system error 345 twice during an infusion. The device was programmed to deliver 826ml of normal saline at a rate of 100 ml/hr. The customer stated that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.